Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot#: va2e5bl, product type: lead, other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient stated that the first time patient got the device implanted in march they said the therapy didn't work correctly. Was not effective in controlling the symptoms of losing bowl and bladder because the electrode slipped out of place. This was confirmed through an x-ray. Nerves got irritated and hcp had trouble placing the lead. Was feeling stimulation in middle buttocks on the left side, and that is where the implant device was. Put the old stimulator back in and just replaced the electrodes. Patient said they are feeling stimulation coming on and off. Tss explained patient could be feeling the cycling of the stimulation that the doctor programmed. The patient was redirected to their healthcare provider to further address the issue. Patient said they have called the hcp's office. No further complications were reported at this time.

Event description:
Additional information was received from the patient. The patient reported a continuation of therapy issues. They were never happy with the therapy because it does not help with stress incontinence and the doctor told her its not meant to help with that. Patient stated had they known that they would have never gotten it implanted. The patient is having an upcoming surgery for carpal tunnel and wanted to know if they should turn therapy off before the surgery. Patient services reviewed electrocautery considerations and redirected to healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot#/serial#(B)(6), product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.